Manufacturer narrative:
G3, h2,h3 and h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned reamer handle confirmed the device is broken and all pieces were returned with the device. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr surgery, two (2) reamers handles broke. It is unknown if any piece fell inside of the patient¿s incision. Surgery proceeded without any delay and it was used a smith and nephew back up device. Patient was not injured as consequence of this problem.